Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the duraloc curved cup insertion instrument was used for insertion of a 52 mm sector gription cup and the surgeon was unable to "unscrew" the handle after several attempts. The cup was removed and still attached to the handle that is all being returned. A 52mm multihole cup was then inserted. There is a surgical delay for unknown minutes.